Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing a random function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the pump black box showed no power issues had occurred. A test cap was used for investigation; the test cap attached securely to the pump. The pump powered on and displayed the verify screen with no alarms occurring. Further testing was not able to be performed due to a recurring unrelated alarm. The pump was opened and no damage was found to the power circuit, however, there was moisture damage observed on printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).